Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The insulin pump was received without the original battery cap. Unable to verify battery cap damage. Unable to verify battery cap damage due to pump being received without the original battery cap. The insulin pump was received without a battery installed. Installed and removed a test battery several times prior to testing. Battery installed and could be removed properly. No unexpected insert battery alarms noted during testing. Pump received with scratched case and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose readings and damage on the insulin pump. The customer's blood glucose value was 47 mg/dl. The customer treated with food. The customer stated that the battery cap did not come off. The customer mentioned that the battery is stuck inside the pump. The product was returned for analysis.